Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral artery was attempted with two prostyle devices with a 6f sheath after a transcatheter aortic valve replacement (tavr) intervention procedure. Reportedly, a cuff miss occurred with both devices. A new prostyle device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.